Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast surgery with a 275cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the right side, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On (B)(6) 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 0.4 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2023, mentor received additional information. Mentor became aware that the patient experienced bilateral capsular contracture of an unspecified baker grade. As such, anisomastia is no longer applicable to the right breast. A new file was generated to document the patient's left breast complication. Refer to manufacturing report number 1645337-2023-05456, for the contralateral event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 09, 2023, mentor received additional information. Mentor became aware that the patient's date of explant was rescheduled to (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2023, mentor received the device for analysis. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).